Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device inner cannula was tight ad difficult to lock and unlock to outer cannula. There was no patient injury.

Event description:
According to the reporter, the device inner cannula was tight ad difficult to lock and unlock to outer cannula. The patient had a re placement of the tube.

Manufacturer narrative:
Additional information: b1, b2, b5, g4, h1, h6. If information is provided in the future, a supplemental report will be issued.